Event description:
Healthcare professional reported "leakage of breast prothesis". Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "leakage".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: wear abrasion observed, crease fold observed, deformation observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "leakage of breast prothesis". Device has been explanted.

Event description:
Healthcare professional reported right side "leakage of breast prothesis". Device has been explanted.